Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the readings provided by the unit was not what they are expecting. The customer reported that the unit gave a low value. There was no patient injury.